Event description:
It was reported that the pulse generator exhibited intermittent ventricular capture. Capture thresholds were 1.25 v in bipolar and 1.0 v in the unipolar configuration. Dizziness was noted.

Manufacturer narrative:
No medwatch form was received.